Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Troubleshooting was not performed due to device alarming motor error. Customer's blood glucose was 338 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No unexpected motor error alarms or excessive no delivery alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests. The motor was tested outside of the device, and it passed. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.